Event description:
During closing of uterus, cautery tip sparked. It was immediately taken off field and replaced. No injury occurred. Smell was different than normal cautery use. Entire instrument was collected in specimen bag with tip taped to wand and placed in manager's office.